Manufacturer narrative:
Subsequently, the leads were both repositioned and remain implanted and in service. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a clinical follow-up on account of diaphragmatic stimulation, loss of capture was exhibited with these two leads. With the aid of fluoroscopic imaging, lead dislodgment was confirmed. No adverse patient effects were reported and device reprogramming was performed.

Manufacturer narrative:
At this time, no information on a planned intervention. If new details are received, the event will be reopened and updated.